Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection.

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2015 where three implants were placed on each side. The patient reported leg pain complaints to the surgeon after the initial procedure. The patient later presented to a different surgeon who determined that most superior positioned left side implant had breached the neuroforamen. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the implant using chisels as it was solidly fixed in bone with heavy bone growth on the implant. He then replaced it with a shorter ifuse implant. The patient's pain symptoms resolved following the revision procedure.